Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device did not power on with button press or strip insertion. Due to this issue, customer was unable to obtain readings and experienced a loss of consciousness. The customer was seen by a healthcare professional who diagnosed them with hyperglycemia and administered insulin via IV/injection for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device did not power on with button press or strip insertion. Due to this issue, customer was unable to obtain readings and experienced a loss of consciousness. The customer was seen by a healthcare professional who diagnosed them with hyperglycemia and administered insulin via IV/injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with button, test strips or upon universal serial bus (usb) insertion. The returned reader was connected to a pc and the computer did not recognize the reader. The reader was de-cased and an internal visual inspection was performed, no issues were observed. The returned battery was measured within specifications. Placed the returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. A new unused battery was placed in the returned reader and the reader does not start. The y1 crystal was checked and changes to the signal waves was observed, indicating a poor connection between the crystal and cpu. The crystal was re-soldered and no changes to the signal was observed. Pressure was applied to both the cpu and crystal which corrected the signal wave. Therefore the issue is confirmed to poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted.